Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the power supply cord was frayed. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems power cord cable was received for evaluation. Visual inspection revealed no frayed wires on the power cord. Power cord was determined to be in good condition.